Event description:
The customer stated that system showed the error message "fluoroscopy not available" during procedure.

Manufacturer narrative:
(B)(4). When investigation is completed a follow-up report will be sent to the FDA.